Event description:
The customer's pump does not have an audible tone. The tone could not be heard during the self-test, but does not occur when on vibrate mode. The batteries were changed and a message on display appears without an audible tone. Advised the customer to disconnect from the pump.